Event description:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed as there was only one package of bone cement involved. Bone cement has already been reported under 3006946279-2023-00040.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Upon reassessment of the reported event, it was determined a medwatch report should not have been filed as there was only one package of bone cement involved instead of two. Bone cement has already been reported under 3006946279-2023-00040. Given this information, this medwatch will be voided. H3 other text : only one package of product involved.

Manufacturer narrative:
(B)(4). Report source: foreign- UK. Concomitant medical products: associated products: item#: unknown, lot#: unknown, item name: unknown optigun. Item#: 3011630001-3, lot#: x20cab0303, item name: refobacin revision 40 -3. Item#: 4160, lot#: 0001688806, item name: optivac m. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the cement ratchet gun malfunctioned half way through a primary hip implantation causing the cement to begin to set. The surgeon removed the cement before it set, however the patient started to deteriorate causing low oxygen saturation and ECG changes. Fat embolus were also evident. Attempts have been made and no further information has been provided.